Event description:
It was reported high blood glucose was caused by leaking reservoir. Insulin was not going through the infusion set at all. Nothing further repoorted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.